Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (325 mg/dl). Customer delivered manual injections to stabilize bg levels. Customer stated that their health care professional adjusted the pump carbohydrate ratio and the customer's bg levels stabilized.